Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced the low blood glucose levels. The customer¿s blood glucose was 1.7 mmol/l, 1.9 mmol/l, 7.9 mmol/l, 2.5 mmol/l, 3 mmol/l. The patient had treated with sugar, jelly babies, food and glucose tablet. The troubleshooting was performed for low blood glucose. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in emergency, nor admitted into hospital, as a result of low blood glucose. The customer alleging possible insulin pump over delivery because customer did the 15 grams per 15 minutes and 90 grams had no effect. The insulin pump will be returned for analysis.